Event description:
It was reported that the analgesic solutions prepared in a 100ml cassette showed the presence of bubbles, even after removing these bubbles during preparation. They removed it a few times and let it rest and the bubbles appeared again. And during a final preparation, a leak of the solution from the bag contained inside the cassette was noticed. The cassettes were filled with morphine solution. The event occurred shortly after the preparation of the medicine, there was no patient involvement.

Manufacturer narrative:
(B)(6)h3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Date returned to mfg 5/9/2024. Two samples were received for evaluation. Upon visual inspection, no discrepancies were detected. During functional testing, no discrepancies were found. The reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.